Event description:
The user facility reported to terumo cardiovascular, there was a vein harvester malfunction. The surgery was converted to an open vein harvesting procedure. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient results of the surgery.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 01, 2024. In the initial medwatch submitted, d4 ¿ primary unique device identification (UDI) number was reported with only the di number. The pi number is not available as the lot number is unknown. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name) d2a (corrected common device name) d9 (updated device availability) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction and additional information) h3 (updated device evaluated by manufacturer) h6 (identification of evaluation codes 4114, 3331, 3221, 4315) this complaint was created with information received from a post market surveillance survey. Without a sample or product lot information being provided; a thorough investigation could not be performed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.